Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 21-oct-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: video assisted thoracoscopy with truitt placement. Cathplace: intercostal region. It was reported an incident that occurred during an ultrasound assisted placement of a continuous intercostal nerve block for pain management due to fractured ribs. During the procedure the surgeon "fully seated" the tunneler device towards the scapula. The tunneler was then removed leaving the t-peel sheath in place. The surgeon then began to thread the catheter into the t-peel sheath when bright red blood was noted to be coming from the tunnelers insertion sight. The clinicians identified something was wrong and called for assistance. The patient was "coded" and had to undergo an "open chest procedure". After 2-hours, the patient was stabilized and brought to the recovery room. No additional information was provided.